Manufacturer narrative:
Product ID 3889-28, lot# va04v0l, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient fell and broke their elbow and shoulder. It was noted, the patient wondered if the machine would work following the fall. It was reported, the patient stopped using their voiding diary after the fall. It was noted, the patient could not get their programmer to work. It was reported, the patient had wet themselves. It was reported, the patient¿s movement caused stimulation changes. It was noted, the patient had stimulation so high that they had decreased symptom relief. It was reported, the patient couldn¿t get an MRI following the fall.